Event description:
The patient had an MRI of his hip. The pump stalled at 12:24 due to the MRI. As of 2:40 the same day, the pump had not recovered; the patient had been out of the MRI field for over 2 hours. The patient was in the ER (emergency room) and his blood pressure was being monitored. They were preparing for withdrawal and would call the patient¿s pump managing physician to get a prescription for management should it be needed. The device system was delivering hydromorphone and compounded baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11175r46, implanted: (B)(6) 2003, product type: catheter. (B)(4).